Event description:
Reportedly, there were no alarm sounds from ventilator and a non system disk error appeared when the ventilator was booted up. There was no pt involvement in this case. Please note that if it were to recur, the faulty audio sound board has a potential for causing the ventilator to be unable to product an audible alarm. Replacement board provided to the distributor fixed the problem.